Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 5 years to 3.5 years remaining in a span of 9 months. Data was sent for engineering analysis. Physician recommended preventive replacement. This device remains in service. No adverse patient effects were reported.